Event description:
It was reported that an unspecified amount of bd q-syte¿ micro bore extension sets disconnected from their guides. The following information was provided by the initial reporter, translated from spanish: "the qsyte bd connectors that contain the psa guides... They disconnected from their guides currently used in the sanatorium (brands used kawa macro perfus guide and pump set guides fressenius brand)... No impact to the patient."

Manufacturer narrative:
H6: investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown.

Event description:
It was reported that an unspecified amount of bd q-syte¿ micro bore extension sets disconnected from their guides. The following information was provided by the initial reporter, translated from spanish: "the qsyte bd connectors that contain the psa guides... They disconnected from their guides currently used in the sanatorium (brands used kawa macro perfus guide and pump set guides fressenius brand)... No impact to the patient."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.